Manufacturer narrative:
(B)(4) procode: krd/hcg. (B)(4). The product lot number was not provided. UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Concomitant med products: sl-10 (stryker) microcatheter, pulserider t 3 mm, 8 mm arch(201d/ w2554-01), unk galaxy g3 coil, axium (medtronic) coil, microvention coil. Initial reporter - the customer's phone number, fax number, and e-mail address were not provided. (B)(4). Complaint conclusion: as reported by a healthcare professional, during elective reconstruction-device assisted coil embolization of a 5 mm neck and 8 mm x 7 mm dome basilar tip artery aneurysm, the 3 mm 8 mm arch pulserider t aneurysm neck reconstruction device (anrd) (201d/w2554-01) was successfully deployed extra aneurysmal in the bifurcation and multiple coils, including a galaxy g3 (unk catalog and lot), micrusframe (unk catalog and lot), and axium (medtronic), were attempted to be deployed but the coils protruded into the parent artery. The pulserider arnd failed to maintain the embolic coils within the confines of the target aneurysm. The pulserider arnd was successfully removed from the patient and replaced with a pulserider (301d) arnd. The product was successfully deployed intra-aneurysmal. Unspecified cerenovus coils and microvention coils were placed successfully in the aneurysm. No adverse outcome to the patient occurred; however, the surgery was delayed one hour due to the event. The patient was discharged home the following day. The complaint pulserider arnd was deployed as intended at the aneurysm. There was no movement of the pulserider following deployment. There were no deployment factors that may have caused the pulserider to be unable to contain the coils within the aneurysm sac. The product was stored and handle according to the instructions for use (IFU). The product was flushed with sterile saline as per the IFU. There was no damage noted to the product prior to use and no resistance encountered advancing the product through the unspecified microcatheter. Proper orientation was achieved prior to deployment. There was no issue placing the sl-10 (stryker) delivery microcatheter through the pulserider implant and into the sac of the aneurysm. No visible product damage was noted upon removal. The physician felt that the wide/broad-neck of the aneurysm may have contributed to the event. There was not enough arch support to hold the coils in the aneurysm and ¿going intra-aneurysmal¿ provided enough support to keep the coils in. No further information was provided. The micrusframe coil was not returned for analysis. Additionally, the sterile lot numbers are not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. With the information available and without the products available for analysis the reported customer complaint could not be confirmed. The exact cause of the event could not be conclusively determined; however, clinical and procedural factors including patient anatomy, vessel characteristics, and implant positioning may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved in the reported complaint and the associated manufacturer report numbers are 3008680601-2018-00509, and 3008114965-2018-00555.

Event description:
As reported by a healthcare professional, during elective reconstruction-device assisted coil embolization of a 5 mm neck & 8 mm x 7 mm dome basilar tip artery aneurysm, the 3 mm 8 mm arch pulserider t aneurysm neck reconstruction device (anrd) (201d/w2554-01) was successfully deployed extra aneurysmal in the bifurcation and multiple coils, including a galaxy g3 (unk catalog & lot), micrusframe (unk catalog & lot), and axium (medtronic), were attempted to be deployed but the coils protruded into the parent artery. The pulserider arnd failed to maintain the embolic coils within the confines of the target aneurysm. The pulserider arnd was successfully removed from the patient and replaced with a pulserider (301d) arnd. The product was successfully deployed intra-aneurysmal. Unspecified cerenovus coils and microvention coils were placed successfully in the aneurysm. No adverse outcome to the patient occurred; however, the surgery was delayed one hour due to the event. The patient was discharged home the following day. The complaint pulserider arnd was deployed as intended at the aneurysm. There was no movement of the pulserider following deployment. There were no deployment factors that may have caused the pulserider to be unable to contain the coils within the aneurysm sac. The product was stored and handle according to the instructions for use (IFU). The product was flushed with sterile saline as per the IFU. There was no damage noted to the product prior to use and no resistance encountered advancing the product through the unspecified microcatheter. Proper orientation was achieved prior to deployment. There was no issue placing the sl-10 (stryker) delivery microcatheter through the pulserider implant and into the sac of the aneurysm. No visible product damage was noted upon removal. The physician felt that the wide/broad-neck of the aneurysm may have contributed to the event. There was not enough arch support to hold the coils in the aneurysm and ¿going intra-aneurysmal¿ provided enough support to keep the coils in. The product will not be returned for analysis as it was discarded. The coils will not be returned for analysis. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that a total of three thermo-mechanical coils, a 6mm x 20cm galaxy g3 (gly120620/l10238), a 8mm x 24cm galaxy g3 (gly120824/l10164), and a 7mm x 30cm micrusframe10 (mfr100730/l10088), herniated into the parent artery during positioning. The event is considered a "serious injury" due to the clinically significant delay in procedure. Updated complaint conclusion: as reported by a healthcare professional, during elective reconstruction-device assisted coil embolization of a 5mm neck & 8mm x 7mm dome basilar tip artery aneurysm, the 3mm 8mm arch pulserider t aneurysm neck reconstruction device (anrd) (201d/w2554-01) was successfully deployed extraaneurysmal in the bifurcation and multiple coils, including a 6mm x 20cm galaxy g3 (gly120620/l10238), a 8mm x 24cm galaxy g3 (gly120824/l10164), a 7mm x 30cm micrusframe10 (mfr100730/l10088), and an axium (medtronic), were attempted to be deployed but the coils protruded into the parent artery. The pulserider arnd failed to maintain the embolic coils within the confines of the target aneurysm. The pulserider arnd was successfully removed from the patient and replaced with a pulserider (301d) arnd. The product was successfully deployed intra-aneurysmal. Unspecified cerenovus coils and microvention coils were placed successfully in the aneurysm. No patient complications occurred as a result of the event; however, the surgery was delayed one hour. The patient was discharged home the following day. The complaint pulserider arnd was deployed as intended at the aneurysm. There was no movement of the pulserider following deployment. There were no deployment factors that may have caused the pulserider to be unable to contain the coils within the aneurysm sac. The product was stored and handle according to the instructions for use (IFU). The product was flushed with sterile saline as per the IFU. There was no damage noted to the product prior to use and no resistance encountered advancing the product through the microcatheter. Proper orientation was achieved prior to deployment. There was no issue placing the sl-10 (stryker) delivery microcatheter through the pulserider implant and into the sac of the aneurysm. No visible product damage was noted upon removal. The physician felt that the wide/broad-neck of the aneurysm may have contributed to the event. There was not enough arch support to hold the coils in the aneurysm and deploying intraaneurysmal provided enough support to keep the coils in. No further information was provided. The 7mm x 30cm micrusframe10 was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Coil prolapse into parent vessel is a known potential complication associated with stent-assisted coil embolization procedures and is listed in the IFU as such. Per the instructions for use (IFU): ¿the best neck coverage and coil retention is provided when the distal tips of the arch section overlap the neck of the aneurysm. In all cases, observe carefully while coiling to ensure the coils do not herniate or prolapse through the open areas of the aneurysm neck or implant arch¿. Wide-neck aneurysms are prone to coil protrusion. Recent advancements in vascular reconstruction devices and coils have allowed for the application of coil embolization for even relatively wide-neck aneurysms. Despite tight coil packing, protrusion of coil segments out of the aneurysm and into the parent artery still occurs. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The root cause could not be conclusively determined; however, it is possible that clinical and procedural factors including aneurysm neck size/vessel characteristics, device selection and placement, and device manipulation, may have contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of four products involved in the reported complaint and the associated manufacturer report numbers are 3008680601-2018-00509, 3008114965-2018-00555, & 3008114965-2018-00729.